Event description:
Customer reported experiencing issues with a cable connection that required manipulation to achieve a stable connection. There was no adverse impact on the customer's blood glucose level. The customer chose not to receive a callback, and no further action was taken.